Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons had to press couple of time and with more force to activate. Scratches on screen does not affect readability. Battery life was diminished. When reservoir was low insulin pump will push out insulin faster than normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.